Event description:
It was reported a home patient (hp) felt overfilled by a homechoice cycler and became short of breath during peritoneal dialysis (pd) therapy. Additionally, it was reported that the device was not removing extra fluid. There were no fill or drain volumes reported. The nurse was contacted to review programming of the device. The patient discontinued use of the homechoice and is now performing back-up manual therapy. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was originally manufactured before the year 2000. A device history and service history review were performed with no issues found that would have caused or contributed to the reported issue.